Event description:
A customer reported her adc lancing device was not penetrating deep enough on the test site, and on (B)(6), 2011 while she was lancing her finger, a piece of the needle broke off and became stuck in her finger. The customer also reported she did not experience any symptoms, but was seen by a doctor who removed the piece of the needle from the finger. No medications were reportedly used to treat the site. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.